Event description:
Patient had mammosite radiation therapy system, spherical applicator 4-5cm placed in breast after the ced was removed. The patient left facility and on way home heard a "pop". She and md spoke and agreed to return on (B)(6) 2011. She returned to our hospital and the mammosite balloon was ruptured.